Manufacturer narrative:
Follow-up #1: date of submission 02/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim display with pinkish contrast. Auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display was difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.